Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. There was no product deficiency determined as the unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) was unable to power on. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's territory manager, the non-clinical activity was the use of the device at a training facility. The field service representative (fsr) discovered that the external circuit breaker on the base had tripped. The issue was addressed by resetting the external circuit breaker and charging the batteries overnight. Verification/release testing was completed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.